Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the pt developed one open area under mass to right lower area 1/2" by 3/8" in size. The reported noted that the area became pink and weepy with drainage. As a result, the pt was prescribed a antibiotic by a physician. Pt outcome was not noted.